Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The tip had a large aneurysm on the right side and a small aneurysm on the bottom center. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in two pieces inside the lens case. Viscoelastic was observed. The lens had been cut across the center. The lens portions were cleaned with klrp for further evaluation. One haptic was cracked gusset area. The optic had cracks on opposite sides, angled to the travel path. This damage was similar to damage caused by a plunger override. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damaged appeased to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. This damage would indicate the lens/plunger were not is acceptable positions for advancement. The optic had cracks on opposite sides, angled to the travel path. This damage was similar to damage caused by a plunger override. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd)immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company intraocular lens (iol) to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported after intraocular lens (iol) implant procedure, the surgeon noticed crack after the iol was implanted into the eye. In surgeon opinion, company cartridge caused or contributed to the event. The lens was explanted during initial procedure with the same model and same diopter company lens. Additional information has been requested.